Event description:
New information received notes that programming changes were made. The patient was not symptomatic.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via remote transmission, non-sustained rv oversensing due to post-paced t-wave oversensing was observed. The patient did not receive therapy during the oversensing. Programming changes were discussed, but after reviewing the device settings, the physician elected to continue to monitor the patient for the time being.